Manufacturer narrative:
Product is not available for evaluation as it remains implanted. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
A consumer reported that approximately 12 years post implantation the patient experienced decreased vision in their left eye and opacification was noted on the implanted intraocular lens (iol). The bcva measurements were noted to be prior to the event 6/7.5 (20/20) and 6/18 vision (20/60) after the opacification was noted. No secondary treatment was required to treat the event and the iol remains implanted as the patients other iol remains in good condition.